Event description:
Reporter alleged blood glucose was hi at 5:30 pm and took regular insulin however at 8 pm glucose measured hi & 450 mg/dl. It was reported customer called the dr who told her to take another 8 units of insulin at 8:10 pm and at 8:30 pm glucose read 70 mg/dl. Reporter stated drinking orange juice and ate a snack to elevate glucose level. A request was made for the return of the suspect device and replacement product was sent.